Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-00432 and 3005099803-2015-00433 for the other associated device information. It was reported to boston scientific corporation on feb 2, 2015 that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed in (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy a band from the first speedband superview super 7 device but the band failed to fully deploy. Half of the band deployed off the cap; however, half of it remained on the ligator cap. The same issue occurred with the second speedband superview super 7 device. No issues were noted with the packaging or device prior to the procedure. A third speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.